Event description:
The patient reported that they got an infection after the implantable neurostimulator (ins) was implanted and felt that it was because health care professional (hcp) did not wash [their] hands after putting on [their] aftershave. The patient had to have 24 surgeries to get the infection out of them. It was noted that it was spinal meningitis, but later noted that they did not know what strain it was. The patient stated that they had recovered from their infection. They took oral antibiotics to resolve. Other relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.